Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735772, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system's interconnect cable was damaged and needed to be replaced. Specifically, it had some exposed wiring. The system was nearly 7 years old and the interconnect cable had never been replaced. Technical services (ts) believed that the probable cause of the damage was likely normal wear and tear. There was no patient involved.

Manufacturer narrative:
H2/h6: the system was serviced in the field. In summary, the interconnect cable was replaced. The interconnect cable (lot number: 230510) was returned and analyzed. Analysis found that the returned interconnect cable was torn with exposed wires. Despite the damage the cable was functional. Codes b01, c02, and d02 apply to both analyses. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.